Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice disposable sets with cassette were leaking from an unspecified location. This was observed during priming of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was clarified that the location of the leak was ¿out of the patient line during priming stage¿. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The exit of sterile priming fluid from the vented-capped end, or, the uncapped end, of the patient line will not cause or contribute to harm. This is analogous to the harmless common clinical practice of over-priming intravascular lines prior to connection to the access site. Should additional relevant information become available, a supplemental report will be submitted.